Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) will not pass drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the drive manifold test was failing, the pressure and vacuum tests are out of range, checked the compressor output and all was within specifications, will order a drive manifold. Disassembled the unit and removed the old drive manifold and installed a new drive manifold, ran unit thru a complete calibration and electrical safety tests, all tests meet factory specifications now, ran unit on a test balloon with no issues. The unit was was returned to customer.